Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient controller was showing the replace generator message and patient was without therapy for two months. The ipg was unable to make connection and was deemed inoperable. The device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient controller was showing the replace generator message and patient was without therapy for two months. The ipg was unable to make connection and was deemed inoperable. The device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.